Event description:
Procedure: laparoscopic billroth ii. According to the rptr; the surgeon found an anastomotic leakage post-operatively on the duodenal stump after a subtotal gastrectomy. He used an endo gia straight 60-3.5 mm sulu to cut duodenum. A second procedure was performed to correct the leak.